Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Battery (voltage breakdown) defective; motherboard (measuring jack with loose connection) defective; charger (plug pins broken) defective. Measuring cable set not delivered.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements; no injury resulted.